Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the clinic, the patient experienced a head trauma resulting in the magnet dislocating. There are plans to correct the dislocation - no date set as yet.